Manufacturer narrative:
Pump failed prime/a33 alarm test seating at 2.5 pounds due to moisture damage noted in fsr. However pump passed basic occlusion and displacement tests. No motor error alarms noted. Cracked reservoir tubelip, scratched display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.